Manufacturer narrative:
The customer¿s plan was to retest the unit further the following day; further follow up declined, issue considered resolved. The final disposition of the device could not be determined because the customer did not respond to multiple requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 device indicating the unit would not power on while outside of clinical use. There were no report of user/patient harm or injury. A philips remote service engineer (rse) reported the unit turned on properly, problem no longer occurring when evaluated with the customer. The rse advised customer in case of recurrence.